Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with ncb distal femur plate on (B)(6) 2020 and underwent a revision surgery on (B)(6) 2021 since the screws had separated from the plate proximally (migrated). Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the visual examination shows scratches on the surface of the plate. On three distal screw holes, there are signs of wear. One the 5 cancellous screws, there are no signs of damage. On the 3 self-tapping screws, there are signs of wear on each screw head. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was implanted with ncb distal femur plate on (B)(6) 2020 and underwent a revision surgery on (B)(6) 2021 since the screws had separated from the plate proximally (migrated). Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: ncb, cancellous screw, 5.0 mm, 32 mm, 65 mm; catalog#: 02.03152.065; lot#: unknown. Ncb, cancellous screw, 5.0 mm, 32 mm, 60 mm; catalog#: 02.03152.060; lot#: unknown. Ncb, femur plate, right, 9 holes, 246 mm; catalog#: 02.03260.009; lot#: 2975382. Ncb, locking cap; catalog#: 02.03150.300 ; lot#: unknown. Ncb, locking cap; catalog#: 02.03150.300 ; lot#: unknown. Ncb, locking cap; catalog#: 02.03150.300 ; lot#: unknown. Ncb, locking cap; catalog#: 02.03150.300 ; lot#: unknown. Ncb, locking cap; catalog#: 02.03150.300 ; lot#: unknown. Ncb, cancellous screw, 5.0 mm, 32 mm, 75 mm; catalog#02.03152.075; lot#unknown. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with an ncb distal femur plate on the right side and underwent a revision surgery since the screws had separated from the plate proximally(migrated).